Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device could not be powered on. The device would not power on with either ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent further evaluated the device and observed that the device was physically damaged. The customer declined repair and further evaluation of the device, and requested the device to be returned to them without being repaired. Further evaluation could not be performed and therefore no cause of the reported issue could be determined.